Manufacturer narrative:
H.6. Investigation: one photo of cannula with brown hub was received and evaluated. It was observed the was a white foreign matter attached to the cannula near the tip. It appeared to be epoxy used to secure the cannula to the hub and was rejectable per product specification. Potential root cause for the epoxy on needle defect is associated with the needle manufacturing process. The photo was evaluated at the needle manufacturing site for evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 22x1-1/2 rb experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309574; batch no.: 9008859. Verbatim: customer noticed a white, waxy liquid when using the syringe and was wondering if this was normal. Customer wants to know if it is ok to use the syringes or if they need to be returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 22x1-1/2 rb experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no.: 309574 batch no.: 9008859. Verbatim: customer noticed a white, waxy liquid when using the syringe and was wondering if this was normal. Customer wants to know if it is ok to use the syringes or if they need to be returned.